Manufacturer narrative:
(B)(4). On an unreported date, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, intraperitoneally (one gram in one bag, frequency not reported) and injection meropenem (one gram per bag, three exchanges). At the time of this report, the patient¿s peritoneal dialysis effluent was still turbid. No further information was provided regarding the outcome of the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of event was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The route for the previously reported vancomycin therapy was not reported (previously it was reported the route for the vancomycin was intraperitoneal). The patient was recovered from the previously reported peritonitis (previously, the outcome was unknown). Hospitalization was ongoing. Should additional relevant information become available, a supplemental report will be submitted.